Manufacturer narrative:
(B)(4).jaws yielded. The analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(B)(4).